Manufacturer narrative:
Approximate age of device ¿ 4 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to pump stoppages. The alarm could be stopped by movements of the patient. A short to shield was suspected. The patient was switched to battery support, and the pump stoppages continued. X-ray images identified two suspicious areas on the portion of the driveline internal to the patient. A pump exchange was subsequently performed on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Corrected manufacturer's investigation conclusions: the evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stop events on a tethered power source; however, did not confirm wire damage that would have contributed to the pump stops on battery power. The pump was returned assembled with the driveline (dl) cut approximately 3¿ from the pump housing and the distal portion of the dl was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft bend relief and outflow graft were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of depositions or thrombus formations. The driveline segments of the returned pump were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. The silicone jacket and clear bionate appeared unremarkable. Shield breakdown was observed throughout the length of the driveline. A breach in the black wire was observed 3.25¿ from the pump housing. This breach appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppage. The heartmate ii lvas IFU (document 10006961, rev. A) is currently available. Section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device evaluation: the evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stoppage events on a tethered power source; however, it did not confirm wire damage that would have contributed to the pump stoppages on battery power. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the distal portion of the driveline was returned. The inflow conduit was not returned. The sealed outflow graft bend relief and outflow graft were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the returned pump also revealed no evidence of depositions or thrombus formations. The driveline segments of the returned pump were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. The silicone jacket and clear bionate appeared unremarkable. Shield breakdown was observed throughout the length of the driveline. A breach in the black wire was observed 3.25 inches from the pump housing. This breach appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppage. No further information was provided. The manufacturer is closing the file on this event.